Manufacturer narrative:
The actual complaint product was not returned for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care physician (ecp) on 08/13/2016 to FDA via a medwatch form received by alcon on 08/29/2016, a consumer wore the prescribed contact lenses for months at a time and presented at the ecp's office on (B)(6) 2016 with 20/40 vision in the right eye and 20/60 vision in the left eye. The physician stated that the consumer's vision did not meet the legal requirements for operating a motor vehicle. The consumer was diagnosed with "corneal neovascularization (permanent damage to the cornea due to new blood vessel growth)" and "corneal scarring". The event resolution is unknown. Additional information was received via an email on 09/02/2016; the ecp reported that the consumer wore the same pair of contact lenses for five years without removing them. The ecp stated that the "patient recovered well although the peripheral neovascularization is permanent". Additional information was received via an email on 09/08/2016; the ecp stated that the visual acuity of the consumer was corrected to 20/20-, therefore the visual acuity loss was temporary. Additional information was received in the form of a summary of office visit notes on (B)(6) 2016; as reported previously, the consumer visited the ecp's clinic on (B)(6) 2016 presenting with a contact lens prescription of -1.50 in the right eye (od) and -1.25 in the left eye (os) and a visual acuity with correction of 20/40-2 od and 20/60-2 os. The consumer had reported that he had been wearing the contact lenses in question for the past five years and that he wears the contact lenses longer than the recommended duration and also sleeps in the contact lenses. Physical examination findings showed a "neovascular net along the superior cornea" in the right eye and "signs of anoxia 360- degrees" in both the corneas. The intraocular pressure was noted as 18mmhg in both eyes (ou) and the cup and disc ratio was noted as 0.6 od and 0.4 os. The consumer was prescribed diagnostic lenses of -1.25 od and -1.00 os and the visual acuity with these contact lenses was 20/30- od and 20/20 os. The consumer was advised to wear prescription eye glasses for four hours every day and one day every week instead of the contact lenses. On (B)(6) 2016 the consumer followed up with the ecp. During the follow up it was noted that the visual acuity was 20/25-2 od wearing a -1.50 sph contact lens and 20/60-2 os wearing a -1.25 sph contact lens, the "corneal neovascularization was still continuing but less inflamed in od and the os exhibited two areas of elevated corneal epithelium". It was also noted that the consumer had corneal edema and anoxia. The intraocular pressure was found to be 18 mmhg. The consumer was strongly advised to obtain a back -up pair of eye glasses to wear. The consumer was asked to follow up with the ecp for refraction and corneal assessment. The consumer failed to follow up after 07/14/2016. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not returned for evaluation. A complaint category trend review was conducted and no complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).